Manufacturer narrative:
The investigation of automated impella controller (aic) - controller error (yellow alarm) has been completed. Console logs from the reported day of event are consistent with complaint and show that 15 minutes after case start, console presented with controller error alarm, immediately preceded by error message ¿scu: v error in module: 64¿ that translates to ¿bad voltage: power battery manager (pbm) 2: vpurge¿. Approx. 80 seconds earlier, console had been plugged into wall ac. The controller error alarm self-resolved after 4 minutes, but 5 minutes later pump was disconnected and transferred to backup console. During the alarm condition, hemodynamic support was unaffected. During data analysis the measurement of pud voltage delivered from pbm to pud revealed that switching from nominal 16v (aic on batteries) to nominal 24v (aic on ac), produced occasional delays when voltage was approx. 17v. It is most likely that the system recognized ac being plugged in, but voltage was lower than 24v, which triggered ¿pbm voltage out of spec¿ alarm due to pud undervoltage. D4 lot number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27448.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility reported that the automated impella controller (aic) had a controller error alarm. There was no patient harm reported.